Event description:
It was reported that the patient underwent an explant procedure due to stimulation not helping pain. Explanted device will not be returned.

Manufacturer narrative:
D7: explant date: procedure happened a few years ago.

Manufacturer narrative:
Explant date: procedure happened a few years ago.

Event description:
It was reported that the patient underwent an explant procedure due to stimulation not helping pain. Explanted device will not be returned.